Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the error 1 message, which was unresolved with troubleshooting. The patient indicated that the meter was exposed to water. There were no allegations of harm or injury.

Manufacturer narrative:
Information pt's age and gender is unavailable.